Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sept2019. This device was not evaluated by a philips employee. The customer resolved the reported issue. Customer conducted troubleshooting with technical support over the phone. Per the recommendation of technical support, the customer replaced the power switch overlay to resolve the reported issue. The customer reported that the problem has been resolved and the unit was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that a v60 ventilator generated a led failure error code. The ventilator was not in use on a patient at the time of the reported event.